Manufacturer narrative:
The ventilator was investigated on-site. The flow transducer test failed. It was found that the nozzle unit in the air gas module was damaged. The nozzle unit was replaced. The nozzle unit was not returned for investigation. The device logs were not received. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. No investigation has been possible, therefore the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints, and assessed for reporting as required per regulations, and as a result this report was not submitted in a timely manner.  Getinge (B)(4) has approved a comprehensive remediation plan, and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).